Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.

Manufacturer narrative:
The lead was returned due to patient deceased. Only the connector portion of the lead was returned in one piece for analysis. Electrical testing and visual inspection were normal with no anomalies found.